Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis. Pericardial effusion was noted on ice (intracardiac echocardiography) in the left ventricle when they were about to start their third ablation, they had only done two 30 second lesions. The medical team stopped, monitored the situation, and the effusion was growing. The physician made the decision to do a pericardiocentesis. The patient was stable the whole procedure, their pressure was fine, they never had cardiac tamponade. Patient fully recovered however required extended hospitalization (overnight stay versus sent home the same day). The physician's opinion on the cause of the adverse event was procedure/unknown. No evidence of steam pop.

Manufacturer narrative:
On (B)(6) 2024, the product investigation was completed. It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis. Pericardial effusion was noted on ice (intracardiac echocardiography) in the left ventricle when they were about to start their third ablation, they had only done two 30 second lesions. The medical team stopped, monitored the situation, and the effusion was growing. The physician made the decision to do a pericardiocentesis. The patient was stable the whole procedure, their pressure was fine, they never had cardiac tamponade. Patient fully recovered however required extended hospitalization (overnight stay versus sent home the same day). Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device 31395989l number, and no internal actions related to the reported complaint condition were identified. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was procedure/unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).